Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on 03/10/2017 due to high blood glucose. The customer had a high blood glucose level of 628 mg/dl. The customer was treated at the clinic then was released. The customer was wearing their insulin pump at the time of hospitalization. The customer declined troubleshooting for her insulin pump.